Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: one (1) sample was received from the customer for investigation. The sample was leak tested and it was observed that no leakage occurred when tested. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Potential root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate . Investigation conclusion: the sample was leak tested and it was observed that no leakage occurred when tested. Root cause description: potential root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate . CAPA# (B)(4).

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we had an additional issue with the 60ml syringes on thursday, september 29th when we were compounding cetuximab. It was a syringe out of a different lot number 9066893 expiration 2/29/24."